Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the device did not feel like it normally did. The patient was not sure if the device had shifted or moved. The patient also reported that it felt like the device 'deteriorated'. Follow-up was conducted to obtain information on the patient and whether the episode was device related and it was confirmed that the patient had not been seen at the clinic since reporting the event. Records indicate the device remains in use. No further patient complications were reported as a result of this event.